Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were several noise reversions due to the right ventricular lead. Review of the egms revealed noise in both the unipolar and bipolar configura-tions. The noise was greater than or equal to the amplitude of the r-wave. The patient was symptomatic during in-clinic testing due to oversensing. Lead replacement was planned.